Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high and low blood glucose levels. Customer's blood glucose level went as high as 500 mg/dl and as low as 57 mg/dl. Customer treated their high blood glucose levels via insulin pump. Customer declined to troubleshoot for high blood glucose levels. Customer advised they had a bent cannula which resulted in high blood glucose levels. The insulin pump will not be returned for analysis. Sensor with 670g; ozp- mmt-7020-sensor.